Event description:
It was reported that ¿the unit was not working¿. This was a recurring, ¿intermittent¿, issue. It was also noted that ¿some of the channels and stim ports were worn¿. ¿this issue most likely happened before the case during set up¿. There was no patient involvement.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: service and repair found that the interface cable came in with the fuses blown, back clips loose and bent, pc board stim port was damaged and the cable was cut. Replaced the pc board due to the stim port being damaged, the cable clips and washers, both fuses and the cable. The item was repaired, cleaned, tested and passed all manufacturing specifications.